Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2014. During the procedure, the blade failed to come out of the blade housing when the handle trigger was activated. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.